Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.000114 - the dentist reported the non-osseointegration of a dental implant installed in intraoral region #4, six months after its installation. Zero ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type iii.